Event description:
Literature was reviewed regarding a study aimed to provide an insight into the feasibility of conscious sedation (cs)-based pulse field ablation (pfa) procedures using the circular over-the wire catheter, describing a workflow that can be applied in clinical practice and comparing its safety and efficacy to procedures that were performed under general anesthesia (ga). One patient in the ga group experienced a major bleeding complication with the need for re-hospitalization and blood transfusion. Ten patients experienced a minor access site bleeding during primary hospital admission with the need for pressure bandage and prolonged bedrest. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/62 years old. One patient in the ga group experienced a major bleeding complication with the need for re-hospitalization and blood transfusion. Ten patients experienced a minor access site bleeding during primary hospital admission with the need for pressure bandage and prolonged bedrest. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: circular over-the-wire pulsed field ablation for atrial fibrillation: differences in outcomes between conscious sedation or general anesthesia circulation: journal of interventional cardiac electrophysiology, 2026, 69:229¿237 doi.org/10.1007/s10840-025-02134 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.